Event description:
A physician reported that, during intraocular lens (iol) implant procedure, doctor noticed a scratch right in the middle of the optic after implanting the lens. This resulted in explanting the lens and replace it with another one during initial procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).